Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "early february". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced sweating and was not responding. Customer received treatment of glucagon spray provided by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.